Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged being admitted for surgery in the hospital and experienced cardiac arrest and coma while using the device. Patient also alleged headaches and sneezing. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.